Event description:
It was reported that the device: "deployed in the knee and when the handle was pulled out, the second 'button' (implant) was still in the needle. The surgeon noted that the handpiece popped twice but did not deploy the implant." No patient injury or complications were reported.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.